Event description:
Complainant alleged that while treating a male patient the device was unable obtain an ECG signal for approximately one or two minutes post-shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.